Manufacturer narrative:
No sample is returning. A root cause is unk at this time. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4). This report was mailed to FDA on: 03/16/2011. (B)(4).

Event description:
The rep of a doctor's office reported that during surgery, the pedal would not reflow. The surgery was concluded successfully. Additional info has been requested.